Event description:
Per the arjohuntleigh service tech report (facility statement): "I was lowering pt into wheel chair, went to take lift pad out from behind pt when I heard a tink on the floor. When I looked down at the floor, there was a part of the sling buckle. It had broken off the sling. No injury to pt, was already in the wheel chair. I had the rear wheels locked and the legs open."

Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.